Event description:
It was reported that during a surgical procedure, an unusual sound occurred during laser output, and the covering cloth used during the procedure got burnt. The procedure was completed with another of the same device. No injuries to the patient or staff were reported.

Event description:
It was reported that during a surgical procedure, an unusual sound occurred during laser output, and the covering cloth used during the procedure got burnt. The procedure was completed with another of the same device. No injuries to the patient or staff were reported.